Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30621. It was reported the patients leads had migrated. Surgical intervention took place wherein the leads were to be explanted and replaced however the new lead was not able to be replaced due to patient anatomy (manufacturer reference number: 3006705815-2020-30619) therefore the complete system was explanted to address the issue.